Event description:
It was reported that this pacemaker was explanted and replaced due to battery voltage remaining capacity. Additional information is being requested from the field to determine the root cause of the explant. This pacemaker has not been returned for analysis, and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to battery voltage remaining capacity. Additional information is being requested from the field to determine the root cause of the explant. This pacemaker has not been returned for analysis, and no additional adverse patient effects were reported. Additional information indicated that this pacemaker was re-implanted during the right atrial (ra) lead repositioning procedure. The field representative confirmed that code 1003 was not observed and no additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.